Manufacturer narrative:
Analysis revealed that the pump passed all non-destructive testing. No anomalies noted in the pump logs. The device met specification.

Event description:
A company representative reported that they had contacted the physician through his assistant and no further information was available yet. It was clarified that baclofen weaning condition meant the patient was experiencing withdrawal like symptoms. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on approximately 2015-(B)(6) the patient was ¿in a baclofen weaning condition¿ but it was also reported that the patient experienced no symptoms. Troubleshooting included first an opacification of the catheter to make sure there was no blockage. A motor stall with unknown recovery was reported as it seemed that the pump was out of order but it was not clear if the motor stall was checked before replacing the pump. At the time of the report the patient's status was reported as alive-no injury. The device was subsequently explanted, replaced and returned for analysis. This device system delivered baclofen. Additional information was requested to clarify the "weaning condition" verses no symptoms reported. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.